Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a loss of ventricular output leading to two ventricular pauses. The patient was recovered with external shock. The device was explanted and replaced.